Manufacturer narrative:
The complaint device has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report upon completion of the investigation.

Event description:
A hospital reported via a distributor that an rt102 adult breathing circuit heater wire was found to have an open circuit during set up. No patient consequence was reported.